Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a fusiform abdominal aortic aneurysm. Vessel morphology was reported as a short aortic neck, preventing the physician from performing an open repair. The patient presented emergently with weak vital signs. After the stent grafts were implanted, the patient suffered a decrease in vital signs which led to cardiac arrest, however, was able to be revived after 10 minutes of cardiac massage. The physician modeled the stent grafts with a balloon and final angiogram was carried out, and no endoleaks were noted. After the patient left the operating room, the patient was given treatment with a catheter for a stenosed vessel. It was reported that the patient did not recover, and passed away the next day. The physician states that the patient death was unrelated to the device or procedure, and that the patient was in serious condition when taken to the facility.

Manufacturer narrative:
(B)(4).